Event description:
Per the independent repair center, the customer alleged problem is not stated. The key failure is the valve shuts down. As stated on the repair statement additional malfunctions on this device: unit has no power and pilot valve alarms and shuts down.